Manufacturer narrative:
The end user did not provide lot traceability for the safari2 guidewire. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. It was reported that this incident was not attributable to product performance. No known device problem was noted. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that pre-existing patient conditions impacted on the event as reported. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: per ctsenr, it was reported that: complete heart block (new permanent pacemaker implantation resulting from new or worsened conduction disturbances): during index procedure, the subject developed complete heart block while crossing the valve with placement of the wire. ECG revealed complete heart block along with sinus rhythm and right bundle branch block. Of note, six days prior to the procedure, baseline ECG revealed sinus rhythm along with right bundle branch block. Electrophysiology consultation recommended a new dual chamber pacemaker implantation placement due to complete heart block. 1day post index procedure a new permanent boston scientific accolade dr dual chamber pacemaker was implanted successfully. Repeat ECG revealed atrial sensed ventricular paced rhythm. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area of 1.6 cm^2, mean aortic pressure gradient was 10 mmhg and the left ventricular ejection fraction was 75%. No aortic regurgitation was noted. At the time of reporting, the event was considered recovering/ resolving. Potential relationship to study procedure per investigator for the event: causal relationship.